Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and pocket erosion. Furthermore, the patient presented with an exposed device and was having fluid drainage. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.